Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had developed bacterial endocarditis with vegetation on both the mitral and aortic valves. The implantable cardiac defibrillator was explanted and not replaced. No further patient complications have been reported as a result of this event.